Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Additional h10 narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
The electrode was contaminated. There was no patient consequences. Additional information provided by the sales rep via phone on 02-02-18. The vapr 3.5mm electrode was contaminated prior to a shoulder repair. The sales rep could not provide how exactly the device was contaminated. There were no patient consequences or delays. The case was completed with another like device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. It was stated by the sales rep that the electrode was contaminated prior to a procedure and as per additional information the device was dropped right upon opening, which could be the possible cause of contamination. There was no patient consequences. Without physically evaluating the device, a definite root cause cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).